Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer stated that when she tried to change her set and fill the tubing, the pump alarmed no delivery. The customer stated that her blood glucose was really high and when she pulled the pump out, it read low battery. The customer was advised that in order to troubleshoot, the customer must change the set and reservoir. The call got disconnected.